Event description:
It was reported that during the implant procedure, the lead helix would not extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix party extended, dried blood visible on it. The helix could be extended and retracted and turned within specification, but the helix visible bent when it is in fully extended position. If information is provided in the future, a supplemental report will be issued.